Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call going to the hospital due to a burn and infection on (B)(6) 2017. The customer reported a burn blister that became infected on the inside of the arm where they insert the pump. The blood glucose value at the time of admission unknown. The customer was treated for the burn and infection with antibiotics. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.